Manufacturer narrative:
Intuitive surgical, inc. (Isi) is pending receipt of the vessel sealer extend (vse) instrument involved with this complaint to complete the device evaluation and failure analysis (fa) investigation. A log review was performed on 15-jun-2022. Per the review, the following information was identified and confirmed: the customer performed a duodenal switch on (B)(6) 2022 on system (B)(4). There were two vse instruments used in this procedure. A review of the site's system logs for the reported procedure date was performed by the rpms analyst on 02-jun-2022. Investigation revealed the following possible related system error: 22020 - installed vse instrument failed to engage on usm3 (discs were not at empty spin val. So engagement failed at start) this complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the "clip would not unclamp". The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was completed robotically. There were no reported intra-/post-operative complications reported with the patient. All other requested information was unknown, including how the issue was resolved, what troubleshooting was attempted, and what the suspected cause of the issue was.